Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) female patient. On (B)(6) 2010, the patient began peritoneal dialysis(pd). On (B)(6) 2010, the patient was hospitalized for peritonitis. On that same date, an effluent culture was done and pd effluent was analyzed with samples taken prior to antibiotic therapy. At the time of reporting, the result of the culture was unknown. On an unreported date, the patient began treatment for the peritonitis. The patient remained hospitalized and the event of peritonitis was resolving. Pd therapy continued. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 (k) number will not be provided in the emdr as the product code and lot number are unknown. A batch review will not be performed as the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.